Manufacturer narrative:
The reported events of a helix mechanism issue and failure to sense were confirmed and due to unintended overtorque by the user. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found severe overtorque of the inner coil consistent with procedural damage. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. Electrical testing performed did not find any conductor fracture but an internal short was found due to overtorque of the inner coil in the connector region during the procedure. The cause of the reported events was isolated to overtorqued of the inner coil in the connector region and the helix being clogged with blood/tissue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. During the right ventricular (rv) lead placement it was noted that parameters could not be obtained though the lead was positioned in the rv apex, lower septum and mid septum, no signal was obtained. Following several attempts, the lead helix would not retract or extend so the lead was exchanged and the replacement lead installed in the rv mid septum in a good position with good parameters. The patient was stable.